Event description:
It was reported that, an 840 ventilator generated error codes which rendered the ventilator on inoperable condition and stopped cycling while in use on a patient. Although requested, information pertaining to the patient outcome has not been provided. The covidien service engineer (se) verified the malfunction. The se inspected the inspiratory module and found air flow sensor cable partially disconnected. Re-connected all the cables and the unit passed all testing and operates within the manufacturing specifications.